Event description:
Pt received epidural anesthesia for labor during normal vaginal delivery. The crna performing the procedure used a b braun epidural anesthesia kit. The catheter was dropped on the floor and a 20 gauge, closed end bd catheter (reorder 400507 - lot # is believed to be 1a926) was used as replacement. The anesthesiologist supervising the procedure said the catheter went in very easily and no repositioning was required. The catheter was also removed easily. When it was removed (overnight) they noticed approximately 0.5 cm was missing (their procedures call for inspecting the catheter tip after removal and they also compared the complaint catheter to another bd catheter of the same reorder number). Pt is asymptomatic from epidural catheter piece missing.